Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they could not establish a telemetry session for the implantable pulse generator (ipg) with their monitor. The patient was referred to their clinic. The device and remote monitor remain in use. No patient complications have been reported as a result of this event.